Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) (via manufacture representative) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that since the patient got the device, he has gotten a defibrillator and 4 more stents put in. The patient stated he did not know he was not getting any stimulation, the device has not been helping his urgency/frequency, and he gets up 6 - 8 times per night. Also, it was reported that the patient went over to the urologist office and the batteries in the programmer were dead. The healthcare professional did not change them to use the programmer, told him to turn it on, and it should work. The reason for the call was the patient was trying to use the programmer and he said, he screwed it up and couldn't get back online. The patient was calling with good batteries and wanted help to use it. During troubleshooting, it was noted that the patient was on program 1 at 4.1. Initially, the patient pressed the stimulation on and off button but saw no change, then turned the stimulation on and reported feeling the stimulation. There were no further complications or anticipations reported with this event.